Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ("softball-sized abscess / abscess was leaking infection into abdomen") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic abscess outcome was unknown. The reporter considered pelvic abscess to be related to essure. The reporter commented: during surgery, it was discovered that the abscess was leaking infection into abdomen. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ("softball-sized abscess / abscess was leaking infection into abdomem") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic abscess outcome was unknown. The reporter considered pelvic abscess to be related to essure. The reporter commented: during surgery, it was discovered that the abscess was leaking infection into abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.